Event description:
Cerebral palsy magazine; (consumer letter). It was reported that shortly after a pump refill; the patient became unconscious and went into cardiac arrest at home. Emergency response was called and the patient was taken to the hospital. The patient was placed on a respirator and remained unconscious for 24 hours. It was reported that the dosing regiment was programmed to deliver a dose every six minutes rather than every six hours. It was reported that the patient made a good recovery. The patient suffered some short-term memory loss. See manufacturer report number: 2182207-2009-03541.

Manufacturer narrative:
See scanned pages.